Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the distal tip nitinol tubing and core wire were noted to be fractured and the distal coil was stretched at approx. 1cm from the distal end of the guidewire. Functional testing was not completed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was severely tortuous. The guidewire was returned and it was confirmed that the guidewire was stretched and fractured at the distal end. It is probable that there were procedural and/or anatomical factors which caused excess forces on the guidewire during the attempt to remove the guidewire from the patients anatomy, causing the guidewire to stretch and fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed event of guidewire distal tip stretched and to the analyzed event of guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that the distal tip nitinol tubing and core wire of the guidewire (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.